Manufacturer narrative:
E1: patient country:netherlands. Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in netherlands on (B)(6) 2024, it was reported that the patient encountered skin infection, few puncture sites due to stoma and large umbilical hernia. No further information available.